Event description:
It was reported via phone call that the insulin pump did not alarm no delivery. The customer states they woke up with a high blood glucose level of 400 mg/dl. They treated for the high blood glucose with a bolus from the insulin pump. After an hour the customer's blood glucose was not decreasing. At which point the customer replaced the infusion set and discovered the bent cannula, but no alarms for the occlusion. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.